Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure and missing, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector stuck) has been confirmed. Upon investigation the trunk cable connector was glued to the monitor's receptacle and the electrode belt was unable to securely connect to a test monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor or electrode belt. Manufacture dates: monitor: 11/18/2014, electrode belt: 6/2/2015.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the monitor belt receptacle was damaged and stuck to the electrode belt trunk cable connector.